Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that unspecified bd¿ catheter was defective. The following information was provided by the initial reporter: client reports: "bd angiocath: terrible catheter, the tip does not close the access! Which makes the job wrong, because if the animal wants to urinate, it has to go with the serum together, it is not viable to cross the skin to the vessel , bad yellow, pink or dark blue color! ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" catheter was defective. The following information was provided by the initial reporter: client reports: "bd angiocath: terrible catheter, the tip does not close the access! Which makes the job wrong, because if the animal wants to urinate, it has to go with the serum together, it is not viable to cross the skin to the vessel , bad yellow, pink or dark blue color! "